Event description:
Complainant alleged that staff members were treating pt (age and gender unknown) who was in v-tach. The staff attempted to perform a synchronized cardioversion and the unit did not discharge. The staff obtained another unit (MFR unknown) and completed the procedure. There was no adverse effect on the pt.